Event description:
It was reported to philips that the 3d workstation failed to start, and the display flickered intermittently on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service cleaned and reseated the pc boards, restoring the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).